Event description:
Proceed surgical mesh used to fix hernia, mesh caused opening of stomach wall and leaking infection/ staph infection inside stomach. Proceed surgical mesh was then removed (B)(6) 2016 due to stated complications. This surgery has left lasting issues with my stomach and has affected my ability to eat and keep food down due to nausea and pain.